Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no and external damage to lcs/cs housing, no. Functional tests & results: blade not energize/cut correctly, yes/with pressure; lcs/cs jaw not open/close correctly, no and lcs/cs not rotate/latch correctly. No. Analysis conclusion: based on the inquiry info received and functional testing, a scratch was found in the blade. This type of damage may be seen if the blade comes in contact with other instruments when energized. It could not be ascertained if this may have occurred in this instance. The operating manual states to avoid accidental contact with other instruments during use and when cleaning and sterilizing.

Event description:
It was reported during a laparoscopic nissen fundoplication while using the lcs15 the device was used to cut through the short gastric vessels and bleeding occurred. The surgeon was not able to control bleeding with the flat side of the blade and used clips but was still unable to control bleeding. The case was converted to open to complete the procedure. There was no indication there was a problem with the lcs as there was no solid tone from the generator. The rep also reports pt met with the surgeon on 11/24/1997 and the rep reports the pt was doing well and had no post-op complications.